Event description:
It was reported that there was a test failure and insufficient ice. A visual-ice cryoablation system was selected for use for this lung tumor cryoablation with two icerod cx 90 degree needles. The needles passed pre-procedure testing prior to use. During the procedure, the physician indicated there was a test failure on the console and the ice ball formed on the needles was not shaped as usual. The ice formation was noted to be suboptimal. The procedure was completed with this device. There were no patient complications reported.